Manufacturer narrative:
Additional suspect medical device component involved in the event: model#: sc-8416-70, serial#: (B)(4), description: 2×8 MRI paddle lead, lim, 70 cm. The explanted devices were not returned to bsn as they were kept by the medical facility. A review of the manufacturing documentation for the ipg and lead revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the devices was found to be satisfactory.

Event description:
A report was received that the patient developed (B)(6) infection at the pocket site. Symptoms of swelling, warm temperature, and sensitive to touch were noted. The physician did not believe that infection was device or procedure related. The patient was prescribed antibiotics and underwent an explant procedure. No device malfunction was suspected.